Manufacturer narrative:
11/17/1998- supplemental report sent to FDA.

Event description:
The device was used during a thoracotomy procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.